Event description:
It is unknown how the struts broke, after the patients' wife tried to hold the frame together using wire. One of the apex pins broke in the tibia. There was no revision surgery. The frame was removed.

Manufacturer narrative:
The reported event that lrf telescopic hinge strut had a breakage after surgery could be confirmed since device was returned. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The telescopic hinge strut breakage was caused by a bad positioning of the frame. A memo from r&d concludes the following: ¿based on the presented photographs of the frame construct, the device breakage has been caused by incorrect eccentric positioning of the hinge joints of the extra-short hinge struts with universal (cardan) joints and the exceed of the ring distance between the foot ring and distal tibial ring.¿ moreover, a clinical assessment has been provided by our clinical expert: ¿based on the presented photographs of the frame construct, the device breakage has been caused by incorrect eccentric positioning of the hinge joints of the extra-short hinge struts with universal (cardan) joints, which were by far not in alignment with the natural anatomical rotation axis of the upper ankle joint. This incorrect position of the hinge joints has caused excessive loading and bending moments resulting in breakage of three components of the frame. With correct initial positioning of the hinge joints this failure would have been avoidable with almost absolute certainty. Therefore, corrective actions in the field of the implant design or the labeling are not required from a clinical point of view. The incorrect application of the hinge joints in a magnitude of 5 ¿ 6 cm is rated as a systematic technical failure. Therefore, the surgeon, who has made the frame construct, should be informed about the importance of correct placement of the hinge joints in a constrained frame construct to avoid similar events in future applications. ¿ please note that these operative details are specified in the operative technique and these risks of failure are mentioned in the IFU. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is unknown how the struts broke, after the patients' wife tried to hold the frame together using wire. One of the apex pins broke in the tibia. There was no revision surgery. The frame was removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.